Event description:
The customer reported to olympus that there was no image displayed when the 290 series scope was connected to the video processor and image did appear when the 260 series scope was connected. There was no improvement event after changing the light source and light source cable. The issue was found during preparation for an unknown diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s reported allegation was confirmed. In addition, the device evaluation found that there was battery drainage and internal dust accumulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over ten (10) years, since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified. However, it is likely, that a faulty printed circuit board led to the malfunction resulting in the no image issue. Olympus will continue to monitor field performance for this device.